Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports via phone that during an unknown procedure, the fluoro stopped working. The physician was able to complete the procedure with rad shots, but this facility did cancel procedures for the rest of the day. There was no patient injury. Additional patient details are not available.